Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign material in the auxiliary jet channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in accordance with its specifications. Based on the results of the investigation, olympus confirmed foreign material adhered to the auxiliary water channel. The foreign material was white crystal, but the type of the material and root cause could not be identified. A definitive root cause cannot be determined. There was no report that the device was used for procedure while the event occurred. It was unknow if there were deviations from the instruction manual in the reprocessing steps at the material residue point. No physical damage was confirmed at the place where the foreign material remained. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.